Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to b5. The information included in b5 was inadvertentlyt omitted from the initial medwatch report. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, a definitive root cause of the error code e116 could not be determined. However, it is likely that the code error e116 occurred due to a faulty printed circuit board. Additionally, a definitive root cause for the error code e117 and the image flashes could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an error code e116. This report is being submitted for the error code e116, e117 and image flashes.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit¿s screen was flashing and displaying error code e117. The issue was observed during preparation for use of an unknown procedure which was completed with the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation and an e116 error was confirmed due to a fault on the graphics processing unit (gpu). The e117 error did not appear during testing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.